Manufacturer narrative:
Add'l info provided by the health care provider indicates that the pt's partner was performing the dressing changes and the physician taught her partner how to apply the dressings. The health care provider further indicates that the pt went to the wound clinic every three to six weeks for eval. The health care provider also indicates that the pt was last seen at the wound clinic in 2006. V.a.c. Therapy was discontinued five months earlier. The health care provider indicates that the pt was admitted to the hosp six months later for an abscess on her kidney. The health care provider further indicates that during a routine dressing change of the pt's coccyx wound that was unrelated to the kidney abscess, the nurse saw a piece of foam in the wound. The health care provider also indicates the physician debrided the foam out at the bedside. The health care provider indicates that the pathology report did not say specifically that it was black foam; but it was visually evident when discovered; it was described as "black material with a sponge appearance and was 1.7cm x 0.9cm x 0.3cm". V.a.c. Labeling states: "count the pieces of foam and annotate the total number in pt chart. Also annotate on drape with permanent marker". It also states: "do not cut the foam over the wound. Gently rub the freshly cut edges of the foam to remove any loose pieces."

Event description:
It was reported that a pt had a foreign object in her wound that appeared to be a piece of foam.